Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 155 mg/dl, compared with the sensor glucose reading of 45 mg/dl. The customer stated that, since the insulin pump suspended insulin delivery, she woke up with a high blood glucose reading of over 200 mg/dl. She noted that she was wearing the sensor in her arm, which she was advised was off label use of the device. The most recent blood glucose reading was 189 mg/dl, compared with the most recent sensor glucose reading of 162 mg/dl. She also reported that she had one bad high blood glucose event recently but did not recall the event date nor the exact blood glucose reading. She disconnected the call and nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-46313 please see medwatch report # 2032227-2014-53629.